Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the reprocessing was not conducted properly due to leakage from switch #1 and the light guide connector. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following: the light guide bundle was abnormal. The light guide lens and the adhesive on the bending section cover had cracks. There was a crease on the insertion tube. The suction cylinder was sharpened. The connecting tube protector and the video cable protector had a cut. Switch 1 had a pinhole, and the light guide connector had deformation. The distal end's insulation resistance value was out of specification due to a scratch on the plastic distal end cover. The upward, downward angulation control knob tension was out of specification due to the worn angle wire. The angulation malfunctions in the up direction due to the worn angle wire. Waterproof failure due to the right, left knob deformation, the upward, downward angulation control knob, and the light guide connector deformation. There was a water-proof failure due to the cut of switch 1. All the switches are not working due to a switch flexible printed circuit unit cover breakage. The customer cleaned, disinfected, and sterilized the distal end of the device before sending it to olympus. It is unknow what the foreign material is. There were no delays in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in the detergent solution. The customer flushed the air/water nozzle, channel with the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited residual fluid and foreign material coming out from the suction cylinder. There were no reports of patient involvement.